Event description:
The nurse was inserting a bd vialon insyte autoguard 22ga 1.00 inch IV into a patient. The nurse saw blood return but the safety button did not retract the needle. The nurse pulled the needle out and when hooking up the IV tubing, the nurse was stuck by the needle. The nurse was immediately seen in occupational health and started appropriate preventative therapy.